Event description:
It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Lead provocation testing was performed and the noise was reproducible. Lead insulation damage was the suspected cause of the event, however, this was not confirmed via diagnostic imaging. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.